Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 977d260 (serial: (B)(6); product type: 0215-screening device; implant date (B)(6) 2025; explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was a trial lead migration. The cause was unknown. Troubleshooting was performed. The other lead was reprogrammed. The patient reported 50% pain relief in their back but none in their leg. At the lead pull appointment, the x-ray indicated that the right lead pulled down to t12. The left lead was then reprogrammed and the trial was extended for one day. The patient received 70% relief with adjustment. Leads were removed and discarded by the healthcare provider (hcp). The patient will proceed with the implant. This issue has been resolved.